Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to disassociation following a shoulder arthroplasty.

Manufacturer narrative:
Part and lot number of baseplate are unknown and hence device history review cannot be performed. This device is used for treatment. Baseplate part and lot number are unknown and hence product history search cannot be performed. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is stated in the directions that one should "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." A definite root cause cannot be determined with the information provided.